Event description:
It was reported to adac that the user was doing a boost plan and noticed the monitor units differed by about 10% between the plan and hand calculations. No injury was reported as a result of this issue.